Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The central processing unit board was repaired. The system was tested and is operating as intended.

Event description:
The customer reported that the 6800 system failed to boot up. No patient injury was reported.